Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection, virus scan, and functional check of the returned imaging pc were completed and passed. Investigation conclusion: this investigation is assigned an investigation conclusion code of no problem detected. This conclusion was selected because a thorough review of the reported complaint, available information, and attached documentation did not identify any fault condition related to the reported allegation that the device could not be started. The device passed the functional test.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device could not be started. The procedure was not completed and was rescheduled. No patient complications were reported. It was further reported that only the imaging procedure was cancelled due to the ilab issue. The patient did not receive the planned treatment, and the procedure was cancelled before the patient was sedated. Local anesthesia had been planned, but was not administered since the procedure was cancelled beforehand.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device could not be started. The procedure was not completed and was rescheduled. No patient complications were reported. It was further reported that only the imaging procedure was cancelled due to the ilab issue. The patient did not receive the planned treatment, and the procedure was cancelled before the patient was sedated. Local anesthesia had been planned, but was not administered since the procedure was cancelled beforehand.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device could not be started. The procedure was not completed and was rescheduled. No patient complications were reported.